Manufacturer narrative:
A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to the estimated remaining longevity decreasing more quickly than expected. The health care professional noted that recently, the patient has had a lot of atrial fibrillation (af) episodes. A request was made to have data from this device analyzed. The analysis results are unknown at this time. The device remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received data analysis was performed and there is no evidence of premature battery depletion. The power consumption was steady with a notable increase in power consumption during atrial fibrillation (af). The recommendation is to continue normal, routine follow-up and to program atrial sensing off if the af is deemed clinically chronic. This programming change would reduce power consumption and the longevity remaining will adjust accordingly. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received data analysis was performed and there is no evidence of premature battery depletion. The power consumption was steady with a notable increase in power consumption during atrial fibrillation (af). The recommendation is to continue normal, routine follow-up and to program atrial sensing off if the af is deemed clinically chronic. This programming change would reduce power consumption and the longevity remaining will adjust accordingly. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to the estimated remaining longevity decreasing more quickly than expected. The health care professional noted that recently, the patient has had a lot of atrial fibrillation (af) episodes. A request was made to have data from this device analyzed. The analysis results are unknown at this time. The device remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received data analysis was performed and there is no evidence of premature battery depletion. The power consumption was steady with a notable increase in power consumption during atrial fibrillation (af). The recommendation is to continue normal, routine follow-up and to program atrial sensing off if the af is deemed clinically chronic. This programming change would reduce power consumption and the longevity remaining will adjust accordingly. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to the estimated remaining longevity decreasing more quickly than expected. The health care professional noted that recently, the patient has had a lot of atrial fibrillation (af) episodes. A request was made to have data from this device analyzed. The analysis results are unknown at this time. The device remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.